Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration or cutting failure of the cutter occurred during vitrectomy surgery. After replacing the product with another probe, the surgery was restarted and completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter was observed to be broken at the port. The probe was disassembled and the components inspected. Nominal wear observe on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos gouge marks observed at one location on the inner cutter. Orange/brown foreign material observed on the remaining area of the port. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure, the evaluation was unable to confirmed the reported cut failure. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter was observed to be broken at the port. How and when the inner cutter port became broken cannot be determined from this evaluation; therefore, an exact root cause cannot be determined. The reported aspiration failure was not confirmed, the reported cut failure was unable to be confirmed and an exact root cause for the broken inner cutter port could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).